Manufacturer narrative:
A visual analysis of the returned device found that the working length (including the sheath and the pull wire) was broken at the proximal section near the heat shrink at the handle section, consequently, confirming the reported complaint. It is the most likely that the device could have been excessively manipulated since the failure found (working length broken), is an issue that could have been generated by excessive manipulation of the device by the user or excess of force applied to the product prior to the procedure, excess of force can cause damages or deformities. Therefore, the most probable root cause of this complaint is ¿handling damage". A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the wire from the handle was found to be broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the wire from the handle was found to be broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.